Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
It is alleged the consumer was in her wheelchair when the wheelchair allegedly tipped forward as she was seated within it, causing her to fall to the ground.